Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, patient experienced a hypoglycemic event. She does not recall specific details about the event, but believes her bg meter was reading approximately 70 mg/dl and her cgm was reading approximately 40 mg/dl at the time of incident. Patient expressed concern about the discrepancy between her bg meter and cgm readings even though cgm reading was lower. Patient became anxious about her low blood sugar on (B)(6) 2013 and called the paramedics. While waiting for the paramedics to arrive, she treated herself with glucose. Upon arrival, paramedics took patient's vitals, and patient asked to be transported to the hospital. After waiting to being admitted, the hospital staff tested patient's blood sugar at approximately 100 mg/dl. Patient was discharged from hospital. At the time of her call to technical support, patient reported being in fine condition.